Manufacturer narrative:
Batch review performed on 04 june 2020: lot 186081: (B)(4) items manufactured and released on 10-dec-2018. Expiration date: 2023-11-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting pain due to a torn quadriceps tendon. 1 year and 1 month after primary the surgeon repaired the tendon and revised the 12mm poly with a 14mm poly. The surgery was completed successfully.